Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient went through an emergency explant of the entire system on (B)(6) 2018. It was reported that the patient had a high sedimentation rate that went up from 24 to 29. Some blood work was performed. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the physician did not determine the cause of the high sed rate. The patient had a subjective fever, an elevated erythrocyte sedimentation rate, and subjective menningial symptoms. Due to the patient's extensive history or infections, the entire system was explanted. All cultures sent to the pathology lab (including the ins and leads) came back as normal. No further complications are anticipated.